Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: spinal canal stenosis procedure: posterior fusion after oblique lumbar interbody fusion (olif) levels implanted: l3-5 it was reported that intra-op, when trying to perform final tightening from one side of l3,the set screw idled. Product came in contact with the patient. Patient complications were reported as unknown.

Manufacturer narrative:
Product analysis: visual and macroscopic examination did not reveal thread crest/flank damage but some damage to the hex of the screw. It appears the hex was damaged from being over-torqued. Functional evaluation with a sample mas head found the set screw was able to be fully engaged. The above observations are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.